Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the air/water nozzle was clogged with black foreign matter, but the foreign matter could not be identified. Due to physical damage to the device, the foreign matter may not have been removed even after proper reprocessing, or the foreign matter may have remained due to improper reprocessing. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the channel of the gastrointestinal videoscope was blocked. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with black rubbery material. The connecting tube was also found with foreign material lodged in a deep scratch. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated and there were few findings. Switch 1 had a cut. Control unit was shaved. Suction cylinder had discoloration. Forceps channel port had a dent. Due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. The distal end cover had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.